Event description:
Inserted anchor in standard way in ideal position after preparing hole and attempted to tie knot arthroscopically after passing suture through labrum. Eyelet of anchor broke and so, suture was loose in joint and unable to make repair. Attempted to pass and tie second suture, same thing happened. Had to abandon repair as unable to complete due to already excessive op time and unable to resite another anchor to a different position to make the repair due to (what would be) sub optimal positioning.

Manufacturer narrative:
(B)(4): no product is being returned for evaluation.(B)(4)